Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the investigation details, there is severe corrosion built up inside of the collet.

Event description:
It was reported that the device was chewing pins and pieces fell off. There was no pt involvement and no allegation of adverse consequences associated with this event.